Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms and treatment. Customer stated the pump did not alarm no delivery with manual prime. The issue was resolved by changing reservoir. Customer was fall down some stairs yesterday and was concerned the pump is damaged. Customer reported no visible pump damage. Customer reported the drive support cap appears normal. The insulin pump passed self-test and displacement test. The customer declined troubleshooting for high blood glucose value. The insulin pump and reservoir will not be returned for analysis.